Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately a month post implant, that possible undersensing was noted on stored ventricular electrograms (egm) during a monitored ventricular tachycardia(vt) episode. It was also reported that possible intermittent atrial undersensing was noted on stored egms resulting in possible false device classification of episode termination. The right ventricular (rv) lead was explanted and replaced due to system upgrade. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.